Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the pump displayed an ¿unable to proceed, check alerts¿ message and the sleep/wake button was unresponsive; the user noted this had occurred previously, and functionality returned after the pump was placed on the charger, allowing completion of the supply change. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with and analysis of information provided by the user. Investigation of this case revealed a device issue consistent with an unresponsive key or button and implicated the switch/relay component, aligning with an electrical problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.